Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was tubing damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 24023014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Event description:
It was reported that bd alaris secondary set had air in line the following information was received by the initial reporter with the following verbatim: verbatim: "the acute care units are having trouble with IV tubing (primary and secondary ) in which ivpbs fail to infuse." "Sometimes the fluid is passing through the tubing, but incorrectly. It is either backflowing, pulling from both primary and secondary, or pulling air through the line."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed